Manufacturer narrative:
Pentax model eg29-i10c is classified as import for export, therefore 510k is not applicable. Pentax same model eg29-i10c-us is distributed in the USA with 510k k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "poor image illumination" involving pentax model eg29-i10c/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax medical service workshop in (B)(4) where the following was confirmed: a/w connector at the lg plug leaky. Lg-plug water damage, pcb corroded. Foggy, misty image detected after minor repair at final inspection at the workshop. The distal end assy will be replaced.